Event description:
It was reported that stored episodes of non-sustained rv oversensing due to myopotential oversensing were observed. The patient is pacemaker dependent. No patient symptoms were reported. Programming change was made, and further changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.